Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a health care professional that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The caller was trying to get the customer set up with a trainer. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The caller states that the customer is having issues with bent or crimped cannulas or reservoirs. The insulin pump will not be returned for analysis.